Event description:
Altitude alarm was reported from pump, and customer's blood glucose level was not adversely impacted. Insulin was not suspended due to the altitude alarm, which occurred earlier in the day before customer contacted support. No additional information regarding further corrective actions or the outcome of the event was provided.